Event description:
A site in (B)(6) reported that a pt rec'd a laser treatment and reported that the pt responded with blistering and "tissue injury" on the treated area.

Manufacturer narrative:
Device has been removed from site for further evaluation by candela.